Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl, heart palpitations, and diabetic ketoacidosis. Reportedly, the customer was using novolog for over 72 hours. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 8/4/22 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.